Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the cable damage could not be determined. Confirmation of description of instruction manual. When the content of the instructions for shipment of the product was checked for breakage of the cable, the following description is provided. Therefore, it is concluded that indication phenomenon can be prevented. Do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. Camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed by the operating room manager at the user facility that the customer high-definition autoclavable camera head has ¿no image at all¿. The customer reported problem was found during inspection before use. No death, injury or harm was reported.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the customer reported issue, no image found due to a defective cable unit attributing to an intermittent image. The cable unit was found to have a kink/knot. The inspection also noted the coupler mount is damaged/not aligned. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.